Manufacturer narrative:
Insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at display window corner, minor scratched lcd window, detached end cap and missing end cap sticker. Unable to perform displacement test, rewind, basic occlusion, occlusion, prime/delivery and no delivery tests due to detached end cap. Reservoir fits properly into reservoir compartment.

Event description:
Customer reported via phone call that o-ring fell out of reservoir compartment and reservoir was no longer staying in. Customer's blood glucose was 380 mg/dl, which was treated with manual injection. Customer was advised that insulin pump would need to be replaced.